Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was inserted on (B)(6) 2025 during operation. On (B)(6) 2025, while removing it, the sterile water could not be drained. Upon checking, the sterile water had leaked, and there was a crack about 2 cm from the tip. The patient complained of pain while it was in place, but there was no pain after removal.

Event description:
It was reported that the foley catheter was inserted on (B)(6) 2025 during operation. On (B)(6) 2025, while removing it, the sterile water could not be drained. Upon checking, the sterile water had leaked, and there was a crack about 2 cm from the tip. The patient complained of pain while it was in place, but there was no pain after removal.

Manufacturer narrative:
The reported event has been confirmed and is being investigated by capas 12866756 & 12474528. Received 1 all-silicone foley catheter with sample port connector and syringe. Verified material number 2758j14 and manufacturing lot number ngjr4063. Visual inspection noted the balloon had burst measuring 0.3900". Further inspection noted the balloon had no missing pieces. This is out of specification per inspection procedure (B)(4), revision 0, which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Risk review, labeling review, and DHR review are not required as the event is being investigated per capas 12866756 & 12474528. Corrections: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.